Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge fse that encountered the issue, replaced the lcd display assembly to fix the problem. The fse had also replaced the display mounting plate, the video receiver to lcd cable, and the display replacement instruction. The fse completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical use. (B)(6)

Event description:
It was reported that during a routine preventive maintenance (pm) service that was performed by a getinge field service engineer (fse) on the cs300 intra-aortic balloon pump (iabp), it was found that there was a vertical line (white pixels) displayed on the far left side of the lcd from top to bottom that did not go away. The iabp was functional but the line partially obstructed the text to the far left side of the display. There was no patient involvement, and no adverse event reported.